Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer experienced high blood glucose of 450 mg/dl and 456 mg/dl. Customer also had blood glucose of 243 mg/dl and customer was treated with manual injection. Customer declined troubleshooting for high blood glucose. Insulin pump will not be returned for analysis.